Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly and the seal were inside the body of the loading device. The green slide lock and the white plunger were depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed in the loading device. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the evaluation results, the reported complaint was not confirmed for "failed to load properly"; however, it was confirmed for premature deployment. The results of our investigation and a copy of the IFU were sent to the customer. (B)(4).